Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No unexpected numbers ramping on their own was noted. The pump was received with cracked display window corner, reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that she entered her blood glucose in the bolus wizard and the numbers started to count from 200 mg/dl to 400 mg/dl. The customer stated that she removed the batteries and received a button error. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.